Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in an unspecified coronary artery. No patient injuries or complications were reported. Patient status is listed as "good."